Event description:
It was also reported that the ventricular assist device (vad) stopped when the battery did not provide power to the controller.

Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received. Since f10 is not contained on that form, select fields in section f have been populated by the manufacturer f1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address:(B)(6). F4 contact person: (B)(6). F5 phone number: (B)(6). F6 date user facility became aware of the event: f7 type of report: initial f8 date of this report: oct-2019 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: hospital, critical care f13 report sent to manufacturer: yes, nov-2019 f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery model #: 1650de / catalog #: 1650de/ expiration date: 31-mar-2017/ serial# (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching, an unexpected power loss, a double disconnect and the ventricular assist device (vad) stopped for approximately 17 seconds. It was also reported that the previously serviced battery exhibited power switching and did not provide power to the controller. The controller remains in use and the battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller and one battery were not returned for evaluation. Log file analysis did not reveal any premature power switching events, or double disconnect events during the reported event date. As a result, the reported power switching and double disconnect events could not be confirmed. Log file analysis revealed a controller power up event on (B)(6) 2019. The data point prior to the loss of power revealed that the battery was connected to power port one with 70% relative state of charge (rsoc), and a controller power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that the battery was connected to power port one (1) and the other battery was connected to power port two (2). The controller was without power for 17 seconds. As a result, the reported loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. (B)(4). FDA method code(s): 4112,4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.